Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator generated an alarm and the screen became blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.